Manufacturer narrative:
Hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Lot number provided: device history record (DHR) - the valve, product code 82-3148 with lot 6483272, conformed to the specifications when released to stock.

Event description:
N/a.

Event description:
A physician reported there was blockage in peritoneal end of a hakim valve (ID 823148) and due to that csf was not draining. However, they have changed the pressure up to 30. The initial pressure they have set 110 and they reduced up to 30 however there was no csf drainage. Once they have changed the shunt the csf was draining with pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.